Event description:
It was reported that an ilet user experienced repeated alert code 38 and multiple restarts did not resolve the malfunction, after which the user removed the ilet and administered a unit of lantus; high glucose occurred with a reported maximum of 328 mg/dl for a few hours. Symptoms included dizziness and nausea consistent with hyperglycemia. Outcomes included the need for backup therapy and education on return procedures, with no hospitalization or external medical intervention and no assistance required. Investigation included user troubleshooting, data sync guidance, device shutdown prior to return, and logistics for replacement and return. Investigation of this device revealed a device alarm malfunction with unresolved restart behavior; the device was returned for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.